Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator "touch screen is not working". The customer confirmed that there was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect components and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause showed problems caused by its surface coming in contact with another surface or fluid.